Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand activation button was found to be non functional. However, the device did activate when it was tested with the footswitch. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device became not to be activated with the min button. No error code was displayed. The device could be activated with the max button. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.